Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator, implanted: (B)(6) 2012, 5076-45 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was feeling frequent premature ventricular contractions (pvc) and presented to the emergency depart ment. The right ventricular (rv) lead showed undersensing. There was a sharp decrease in r-wave amplitude since the last interrogation. No patient complications have been reported as a result of this event.